Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported string separated upon removal of the tampon. She was able to manually remove the tampon. Multiple attempts have been made to obtain further information. No further information has been received.